Event description:
Filter deployed very quickly. Angiogram showed filter failed to deploy the struts of the greenfield filter to the left wall of the inferior vena cava. This filter was removed and a new 12 fr filter placed.